Event description:
It was reported that the customer was hospitalized with high blood glucose of 250 mg/dl, nausea, and vomiting. She was treated with a reportedly small amount of insulin. Troubleshooting was partially declined. The drive support cap appeared normal. There were reportedly no problems with air or leaks in tubing and settings were correct. There was a no delivery alarm found in the alarm history for the day after hospitalization. It was unknown whether the infusion set cannula was occluded or bent. It was advised to change the entire set, reservoir and insulin. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).